Event description:
Complaint alleged that while checking the unit, the device displayed a "check pads" message, when device was touched the nurse received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient or the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report of "unintended delivery of energy to the user" was not replicated or confirmed. The device was put through extensive testing including bench handling, stress/impedance testing and electrical safety testing without duplicating the report. An external and internal inspection found no discrepancies. The customer's report of "check pads message" was seen in the device logs. However, the logs indicated that all of the prompts for check pads messages were recorded as normal operation and were not indications of a device malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.